Event description:
It was reported that after inserting the intra-aortic balloon (iab) and immediately upon connecting it, the console generated a fiber optic sensor failure alarm. The customer denied trauma to the iab and noted that they had used the sheath in the kit. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).